Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Pt was originally treated for an l4 fracture with spinal canal narrowing. Pt instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps and 2 rods. On (B)(6) 2012, pt developed an osteoporotic compression fracture at l2 and underwent revision surgery. Pt was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws and 2 rods. On (B)(6) 2012, surgeon noted on x-ray that the locking caps at l1 were completely unscrewed and the rod was visible outside of the screw body. On (B)(6) 2012, (B)(6) weeks post-op, surgeon noticed on l1 gestation that 2 of the locking caps had completely dissolved and migrated from the screw body. Reduction was lost and necessitated revision surgery. On (B)(6) 2012, pt underwent revision surgery and the entire construct was removed, as the two fractures were determined to be stable. Surgeon experienced difficulty removing the posterior right pedicle, due to hardened cement in the screw head. A short rod piece was removed with the locking cap and subsequent removal of the screw. This is the 2nd of 8 reports submitted on this event.